Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 538 mg/dl after wearing the pod longer than 48 hours. Patient initially went to her doctor's office since she was not feeling well; doctor removed the pod and instructed patient to go to the hospital. Symptoms reported include hyperglycemia, nausea, dehydration and moderate ketones. At the hospital, patient was treated with an insulin drip (100 units of humulin r), intravenous fluids, tylenol (2 mg daily), budesonide (9 mg daily). And phenergan (25 mg daily); after 2-3 days patient was switched to manual insulin injections. Blood tests and blood pressure monitoring were also performed. The patient was released after spending 4 nights in the hospital; at the time of release her bg level was 217 mg/dl. This pod was discarded at the hospital. The patient's blood glucose history is as follows: date/time bg(mg/dl) 6/25 538 (hospital arrival) 6/27 6:17am 222 11:33am 327 7:40pm 259 3:20pm 307 6/29 6:13pm 217 (discharged from hospital)